Manufacturer narrative:
The glidescope titanium video cable was replaced for the customer and the affected video cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video cable, the reported damage to the cable was verified; however the reported image failure could not duplicated during simulated use testing. The image produced by the returned video cable was stable and clear with good color rendition. The glidescope operations and maintenance manual (omm) states: "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged". Since the customer received a replacement video cable and there are no repairs available, the returned video cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium video cable, the cable would not produce an image. The customer also stated that the video cable was damaged. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.